Event description:
It was reported the video system center had wrong buttons. The issue occurred during a colonoscopy procedure during sedation device inside the patient and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.